Event description:
It was reported that an asymptomatic patient presented in or for device upgrade. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
Lead was returned in two pieces and was cut at 11.2cm from connector pin. External insulation abrasions were noted at 13cm to 14.1cm and 17.4cm to 17.9cm from the helix end, consistent with friction to another device. Internal insulation abrasion was noted at 11.5cm to 14.2cm from helix end. The etfe insulation was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.